Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl at the time of incident and the current blood glucose level was 124 mg/dl. The customer was assisted with troubleshooting. Customer called the hospital and was advised her glucagon shot. At she had two juice boxes. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was alleging pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No displacement anomaly or motor anomaly noted during testing. Basal rates delivered properly, and daily total functioned properly. Motor was tested out side the device and passed. Device received with cracked retainer, cracked battery tube threads, fading serial number label and cracked case at battery tube side. The device was uploaded using care link pro. Care link pro listed all test data. No history anomaly noted on care link pro.